Manufacturer narrative:
Siemens was notified of the reported event on (B)(4) 2014. This MDR is being mailed on (B)(4) 2014. Siemens' investigation into the reported event is on-going. A supplemental report will be submitted upon completion of the investigation. Customer address: (B)(6).

Event description:
Siemens was notified on (B)(4) 2014 that an interventional radiologist has sustained radiation burns to his hands from prolonged exposure. Reportedly, the radiologist burns are significant. The customer stated that some fingers look bloody and infected however, the injury has acquired over time as the radiologist has been in practice for 20+ years and has two (2) practices. There is no information regarding the radiologists status at this time. This reported events occurred in (B)(6).